Manufacturer narrative:
At this time, the lead has not been returned for evaluation. This record will be updated if the lead is returned and evaluation is completed.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced after less than a month in service due to loss of capture. No additional adverse patient effects were reported and the patient reportedly did not experience any significant period of asystole. The patient's pacemaker remains in service with the new rv lead.